Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot 1m508a. He opened the first bottle from the box approx. One month ago and immediately performed a blood glucose test. The result was 53 mg/dl. Because he did not believe this reading was correct, he performed a second test. The result was 39 mg/dl. He immediately opened the second bottle from the box and obtained a blood glucose reading of 325 mg/dl, which he thought to be accurate. The customer does not have any normal control solution to check the test strips for accuracy. He is also unable to locate his check strip to test the meter. The code was set correctly in his meter. The desiccant is in both bottles of test strips. After obtaining the inaccurately low blood glucose readings, the customer threw the test strips away because he did not want to mistakenly use them. For this reason, the test strips cannot be returned for evaluation.